Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mjz321, and no non-conformances were identified. Investigation summary : one empty open foil and one unopened sample of product code j566, lot pjz321 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: did the needle fall into the patient? No. Were x-rays taken to locate the needle? No. Was the needle removed from the patient during the same procedure? Yes, this was an extracorporeal surgery, with it being a circumcision so the needle was never in the patient's body.

Event description:
It was reported that a patient underwent a pediatric circumcision on (B)(6) 2020 and suture was used. During the procedure, the doctor was making a pass with the suture and the needle separated from the suture, unknown layer of tissue, interrupted loop. The doctor opened suture from a different lot to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.